Event description:
The following was published in abstracts of the xviiith annual conference in 2/98 - vol 18, suppl. 1. An 84 y/o man without neurological disorders, had been undergoing capd since 10/96, using the uv-flash device. Two months later, myoclonic seizures affected both his arms, with real atonic seizures as complication. Disorders disappeared after carbamazepine treatment and by avoiding looking at the luminous flow.